Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 36 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusions: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment and suture breaks easily.